Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he is experiencing high blood glucose levels of 440 mg/dl. The pump is giving extra insulin but blood glucose levels are not going down. Customer stated his pump is missing the ring above the reservoir compartment, but he can still insert the reservoir and lock in place. Customer stated he is experiencing dry mouth and frequent urination as an result of high blood glucose levels. Customer has a high blood guclose level of 510 mg/dl. Customer has not treated. Nothing further reported.